Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from italy, edwards received notification of a pascal precision ace procedure in mitral position where two devices were implanted and one of them embolized post-procedure. The anatomy was challenging due to a massive dilatation of the left atrium with consecutive severe dilatation of the mitral annulus, combined with a coaptation gap and a severe tethering of a 7/8 mm length pml. A dense subvalvular apparatus was also present. Physicians decided to treat the patient being teer his only alternative to cardiothoracic surgery. The strategy was to position 2 pascal ace devices. The position of the first pascal ace was extremely challenging due to the described anatomy, attempts were made central/medial/lateral but without any success. These difficulties in grasping the leaflets were due to the presence of dense chordae along the pml, the tethering of the pml, and the gap between the pml and the aml. After approximately one hour and a half, physicians were able to grasp both leaflets on a2/p2 lateral, despite a sub-optimal capture of the pml. After careful assessment and having taken into consideration the possibility of an slda from the posterior leaflet, physicians decided to release the device. After the release the device was still in position, though tilted, therefore another pascal ace was implanted medial to the first one (a2/p2). The second device was easily positioned and with a good grasping of both leaflets. Following the release of the second device, the final mr was graded 1+ by the echo physician, and the devices were stable. The patient was discharged. On pod15 the clinical specialist was informed that the patient had experienced an embolization of the first pascal ace. The physician that referred the patient to the center for treatment with teer told her that the patient was admitted to the hospital on pod10 due to an st elevation. It was noticed that the mr was severe and that one pascal implant was not in position but it had fully embolized in front of the ostium of the right coronary artery. The patient was stabilized and sent to the cardiothoracic center of reference (another hospital) for surgical intervention. The embolized pascal ace was removed and the mitral valve was replaced with a biologic prosthesis. The last update is that the patient three day later was still in the intensive care unit.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for implant detaches from both leaflets into vasculature (post procedure) was confirmed with other empirical evidence. Available information suggests that patient factors may have contributed to this event. Patient factors include massive dilatation of the left atrium, coaptation gap, and severe tethering of pml. The presence of dense chordae along the pml contributed to the difficulty of positioning the device. The implant that embolized was also released with a sub-optimal capture of the pml. Furthermore, the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified.